Event description:
A male patient contacted lifecor customer support to report that one of his battery packs will not power up his system. He stated that he placed this battery pack back on the battery charger and the red "battery pack fault" led illuminated. Support sent the patient a replacement battery pack.

Manufacturer narrative:
Device eval summary - device eval of battery pack has been completed. The reported problem was confirmed. The cause of the battery pack not powering up the monitor was a blown fuse within the battery pack. The root cause of the blown fuse is not known, but was likely random component failure. The blown fuse was replaced. The battery pack was retested and restocked. No adverse event resulted from the faulty battery pack. The patient received a replacement battery pack.